Event description:
It was reported that when advancing the lead to coronary vein, coronary vein dissection occurred and there was little pericardial effusion. The physician suspected the vessel dissection was caused by the sheath or the head of the balloon. The lead was not implanted and the procedure was terminated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.